Event description:
The following event occurred during treatment of a left side anterior communicating aneurysm: ruptured aneurysm, height 6mm, width 3mm and neck 2mm. During deployment of the gdc 10-ultrasoft stretch resistant coil synerg detection circuit there was a brief intra-procedural rupture of the aneurysm. Coil too small.